Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that while transporting the patient from the or to the ICU, the dual drive console (ddc) started to alarm and then it stopped. The patient was hand pumped until they arrived at the ICU. The ddc was plugged back in and powered up and subsequently the pump function returned to normal.

Manufacturer narrative:
The patient remains stable on lvad support and the ddc remains in use. The hospital's bio medical team will perform an investigation and annual preventative maintenance. It was reported the internal battery was recently changed. No further information is available at this time.